Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd as lvp 20d 2ss cv tubing was defective / damaged. The following information was provided by the initial reporter: material #:2420-0007, batch#:unknown. Verbatim: IV tubing had a puncture in the pump segment and was leaking unto the channel and onto the floor. Pump did not alarm that there was any failure. There was no harm to patient. Additional information provided: please provide the batch# or lot# number? Not available. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Medication/IV fluid leaked onto the floor- potential for exposure.